Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were delays during the login and remote support service (rss) issues were caused by an incorrect network configuration. The field service engineer (fse) changed the network setting to 100 half-duplex and updated the component manager to resolve the rss issue. After these changes, the user login performance improved to immediate access, and eset began updating successfully. The fse also logged into the station and tested the application successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all users were unable to login. Customer tried to reboot, but issue doesn't resolve. Even though alternate sign in methods might be available, login failures by authorized users could result in delays in access. If this event were to recur, delays in dispensing medication especially critical drugs might cause or contribute to an adverse event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.